Manufacturer narrative:
Failure analysis (fa) lab received a vela main pcba. Fa examined the vela main pcba. Fa installed the vela main pcba into a known good test vent. The unit is running normal at 2 hours. Fa could not duplicate the complaint allegation. After recalibration, the vela main pcba functioned normally.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Device/component received, evaluation pending.

Event description:
The customer reported while in pt use the ventilator screen went blank. The pt was placed on another ventilator, no pt harm.

Manufacturer narrative:
The customer evaluated the ventilator and replaced the main pcb to fix the reported issue. The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.